Event description:
User reports falling out high on two external proficiency survey samples for vancomycin. Survey sample 1: reported survey result 48.6 ug/ml. Acceptable sample range is 32.2 ug/ml to 48.4 ug/ml. The sample was repeated in2008, and recovered 37.6 ug/ml. Survey sample 2: reported survey result 13.0 ug/ml. Acceptable sample range is 8.6 ug/ml to 12.9 ug/ml. The sample was repeated on the same day, and recovered 10.6 ug/ml. User is not aware of any patient results having been repeated or erroneous. The field service representative determined the cause to be poor cell rinsing due to a failing rinse water valve. He replaced the valve, adjusted the water level to the cells, adjusted the external probe washes, and adjusted the sample probe. Performance tests were performed.